Event description:
The patient reported that while christmas shopping, she set off alarms when going through theft detectors at several stores. She states, that she is now feeling sore at her ins site. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.